Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 600 mg/dl and low blood glucose value was 37 mg/dl. The customer became unconscious and called paramedic. The customer used the insulin bolus. The customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.